Event description:
During a pcta / stenting procedure, the pt2 moderate support guidewire kinked at the distal end. It is further reported the tip of pt2 moderate support guidewire became stuck to calcuim on the lesion and the physician had to use a snare to retrieve it. It is also reported that tip did not break off the pt2 moderate support guidewire. The lesion being treated was in the circumflex (cx) coronary artery. The stent was successfully placed. No patient injuries or complications were reported. Patient status is reported as "ok".